Event description:
Hit the nerve [procedural complication]. Case description: spontaneous report was received on (B)(6) 2013 from a consumer regarding a (B)(6) male patient, initials (B)(6), with osteoarthritis. The patient's medical history was significant for device implantation with an unknown product (five injection series) on his knees. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml (x3), in both knees (route of administration and frequency not provided). The lot number for synvisc was not provided. During the procedure, the patient's nerve was hit by the doctor and the patient received an injection of steroid for the same. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event of hit the nerve was not provided. The relationship of synvisc with the event was not provided.